Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a yellow screen with shorted lead condition warning. The patient received multiple shocks for supraventricular tachycardia with one to one conduction. The first three shocks measured a 41 ohms shocking impedance, but the following shocks an out-of-range measurement, or none at all. The pacing impedances were also out-of-range. The was loss-of-capture noted on the ventricular lead. There was no noise noted on the electrograms. Additional information was recieved stating the device was explanted and replaced.